Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of j-loops being hard to connect and leaking could not be verified due to the product not being returned for failure investigation. Similar complaints have been received regarding this reported issue and an investigation has determined that the male luer connector is within its design parameters. The new male luer connector design does not allow for the securement collar to travel freely on the extension set tubing, and now sits in a groove on the male luer body. This is part of the design change of the new male luer connector. Device history record review for model mp5303-c lot number 22099409 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector piece screwed onto the tubing separated from it during use. The following information was provided by the initial reporter: "the piece that screws onto the tubing popped off. "